Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was agitated with high respiratory drive, reintubated, CT revealed subarachnoid hemorrhage and anticoagulation was stopped.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation of the subarachnoid hemorrhage to the device could not be determined. The patient remains ongoing on pump support and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient experienced a small subarachnoid bleed for which the anticoagulation was stopped. It was reported that the patient was discharged home and remains ongoing on vad support.